Manufacturer narrative:
Device evaluation: the device was returned for evaluation. During simulated use testing, the returned device did not allow for an infusion to run. The device event history log was downloaded and examined; this showed several error codes including error 1871. The device was opened and internal examination showed the 12 pin power connector was only partially connected into the socket. This issue resulted in an intermittent connection which likely caused the reported errors. Once the power connector was fully connected and the device was reassembled it passed all functional testing. The cause of the partial disconnection of power was not established.

Event description:
It was reported that the device gave an error alarm with the message "error 1871". No known adverse effects to patient.